Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was undersensing one ventricular beat. Boston scientific technical services (ts) mentioned that automatic gain control (agc) was off, so the device is using a fixed sensitivity of 2.5 millivolts. In addition, this suggests that the amplitude is likely less than 2.5 millivolts. Ts also advised the patient to have it measured with calipers on the stored event and will also adjust the lead sensitivity based on the measurements. The lead remains in service. No adverse patient effects were reported.